Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 600 mg/dl. Customer¿s current blood glucose level was 600 mg/dl. Customer¿s other relevant blood glucose level was 84 mg/dl, 400 mg/dl. The customer was treated with manual injections for high blood glucose values. The customer stated that the drive support cap of the insulin pump was normal. The customer was assisted to perform high pressure test and the insulin pump passed the high pressure test. The troubleshooting was performed for high blood glucose values. The insulin pump will not be returned for the analysis.